Event description:
A theatre nurse reported that a pt received a corneal burn during surgery. Add¿l info has been requested but has not been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).